Event description:
Reporter stated that patient obtained a blood glucose result of 135 mg/dl, while using the suspect device. Reporter stated that, approximately 45 minutes later, patient retested using the suspect device and obtained a result of 331 mg/dl. Patient reportedly did not self-treat based on this result. Reporter noted that patient repeated the test, within 3 minutes, and obtained a result of 133 mg/dl. No patient injury was reported performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.